Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic with noise observed on the right atrial lead. It was noted that the noise was reproducible with arm movement. No further information was reported.